Event description:
Pt involved in motor vehicle accident in 10/2000 in which they sustained bilateral femur fractures 2 days later. Pt underwent open reduction internal fixation of bilateral femur fractures with rod placement surgery performed at hospital. In 02/2001 pt admitted for increase in left femur pain. Pt had felt a "pop" at the mid-femur while standing in 01/2001 with an increase in pain and feeling of instability. X-rays taken 02/2001 showed a refracture of the left femur by fracturing of the intermedullary nail or rod of one of the proximal interlocking screws. On 02/2001 pt underwent removal.